Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported that the database shows lens coefficient clusters out of order. It was also reported that the surgeon noticed poor surgical results on a patient that resulted in an intraocular lens (iol) exchange after using the suggested iol. Additional information requested.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product evaluation: cart. The system was examined and the reported event was not replicated. However, the client software was replaced and the database was rebuilt as a preventive measure. The system was tested and found to meet product specifications. A review of the customer¿s complaint history did not show any previous complaints of this kind against the system. Based on quality assurance assessment, the product met specifications at the time of release. The root cause of the reported event can be attributed to surgical factors, unrelated to the functionally of the system. Product evaluation: aberrometer. Service was only performed for the cart. However, the system was tested and found to meet product specifications. A review of the customer¿s complaint history did not show any previous complaints of this kind against the system. Based on quality assurance assessment, the product met specifications at the time of release. The root cause of the reported event can be attributed to surgical factors unrelated to the functionally of the system. (B)(4).

Event description:
Additional information received states that the wide field view camera was not working. The patient also had some edema and the anterior bag was only half polished during measurements. The patient was fixating and the cornea was clear.